Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed due to the part/lot information could be: date of event - (B)(6) 2014, explant date - (B)(6) 2014; or the part/lot information could be: date of event - (B)(6) 2014, explant date - (B)(6) 2014. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-04348/04351).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a bilateral hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, discomfort, loss of range of motion, loss of mobility, nerve damage, damage to bone/tissue, disfigurement and elevated metal ion levels. Subsequently, patient underwent a revision procedure of the right hip on (B)(6) 2014 and a revision procedure of the left hip on (B)(6) 2014. A review of the invoice history confirmed the surgery dates and indicates that all components were removed and replaced during the revision procedures. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2014 due to pain, elevated metal ion levels and necrosis of acetabular bone. Operative report noted cloudy yellow fluid, synovitis, metallosis, soft bone, cysts and inflamed tissue during the revision procedure. Operative report further noted patient underwent a left hip revision procedure on (B)(6) 2014 due to elevated metal ion levels and fluid. During the revision procedure, scar tissue and a cyst were noted. The modular head and acetabular cup were removed and replaced throughout both hips. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4) examination of returned device found no evidence of product non-conformance. Review of the revision operative notes confirmed the reported complaint. During examination of the product, wear, scratches and discoloration of the surface were noted. A conclusive root cause of the event cannot be determined.

Event description:
Legal counsel for patient reported patient underwent a bilateral hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, discomfort, loss of range of motion, loss of mobility, nerve damage, damage to bone/tissue, disfigurement and elevated metal ion levels. Subsequently, patient underwent a revision procedure of the right hip on (B)(6) 2014 and a revision procedure of the left hip on (B)(6) 2014. A review of the invoice history confirmed the surgery dates and indicates that all components were removed and replaced during the revision procedures. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.